Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device and as a result, experienced seasickness and nausea. The customer was unable to self-treat and upon arriving at the hospital, a glucose result of 280 mg/dl was obtained and the customer was diagnosed with hyperglycemia. The customer was provided serum for the treatment of nausea. A post-treatment result of 77 mg/dl was reported and no further information was provided.